Manufacturer narrative:
(B)(4).

Event description:
It was reported that the battery was depleting more quickly than expected. The pt had to recharge weekly, which was more often than she had expected. The pt was scheduled to see a MFR rep at her physician's office on (B)(6) 2011. Add'l info has been requested, but was not available as of the date of this report.